Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. Additional information: see attached path and op notes. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported "received notice of claim stating that patient underwent a laparoscopic low anterior resection with sigmoid colectomy to treat his severe diverticulosis, during which the surgeon used an endo-gia stapler and an eea 29 mm stapler. Operative note provided indicates no difficulty with any stapler firings and an end to end anastomosis was performed with a negative leak test. The operative report states tisseel was placed. An additional 3 anterior sutures were placed in an area that I thought looked slightly weak to reinforce the anastomosis with 3-0 vicryl. On post op day 5, patient suffered an anastomotic leak which required placement of a diverting ileostomy and drainage of intra-abdominal abscesses. Operative note states multiple abscesses were found and drained and anastomosis could be visualized above the peritoneal reflection where there was noted to be a small opening to the right side of the staple line with a small staple visible through the opening. The surgeon oversewed the opening with 2 interrupted 2-0 silk figure of eight sutures. Patient underwent ileostomy reversal approximately three months later."